Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 1 device was received for evaluation. The event was not duplicated during testing; however, the device was found to be affected by a worn internal component. Approx 1 device was not returned to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device went in the forward direction when it was put in the reverse mode. Approx 1 event had patient involvement with no patient impact. Approx 1 event had no patient involvement; no patient impact.